Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-pf injector and the trailing haptic tore during insertion. The surgeon enlarged the incision to remove the lens and used another same model lens and placed a suture to close the incision. The reporter stated the likely cause of the iol damage was due to a loading error.